Event description:
A nurse reported an intraocular lens (iol) was exchanged for the same model, different power lens. In a follow-up, the surgery reported the event was "power error" for which the cause is unk. Following the exchange, the even resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).